Event description:
It was reported that after performing a ptca/atherectomy procedure a dissection resulted. A multi-link was used for a "bail-out" procedure. The stent delivery system was advanced halfway to the target lesion but it could not be delivered any further. The system was removed and upon withdrawl, stent loss occurred at the left main. Attempts were made to retrieve the lost stent and dilate the vessel with a 1.5mm dilatation catheter. However, during the retrieval procedure, abrupt closure of the left main occurred resulting in hypotension and cardiac arrest. The pt underwent emergent bypass surgery. One week later the pt expired from heart failure.